Manufacturer narrative:
(B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed as a device/manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date it has not been received.

Event description:
Prior to use, one side of the cuff wouldn't deflate.